Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. Device was monitored and tested with no blank display noted. Device received with cracked case near display window corners noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had full black screen. The customer¿s blood glucose level was 20.0 mmol/l. The customer was not assisted with troubleshooting. Self test was not performed. The insulin pump will not be returned for analysis.